Manufacturer narrative:
(B)(4): conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported via a link to an internet suture site that a pt underwent a facial surgical procedure on (B)(6) 2010 and suture was used. On the fourth day following surgery, the pt experienced a severe swelling of the lower face and lower lip. The pt was given prednisone and benadryl for these symptoms. Then the pt began to break out behind the ears and down the neck starting with the right side of my head, then the left side. The pt experienced severe burning on the neck and face which began around (B)(6)2011. The pt was given two additional doses of oral steroids plus the use of a steroid creme to use on the neck. On (B)(6) 2010 the pt experienced undefined problems and underwent testing in the ER. This included two EKG's, a chest x-ray, blood work which ruled out a typical infection, electrolytes that were normal, and a partial-face CT scan. The pt has been sent to an allergy specialist, a dermatologist, and an infectious disease specialist and is currently on a third round of antibiotics for an infection.